Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly when trying to gave bolus. Customer also reported that current insulin pump was starting his delivery at 0.3u then was going up and down and customer was not aware of any keypad issues no buttons seem to be giving him an issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.